Event description:
It was reported that during the pre-use check, leakage of air from the breathing bag was observed. No patient involvement.

Manufacturer narrative:
Month and year have been provided, day is unknown. UDI information, no information to date. Device is exempt. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3. Device evaluated by manufacturer and h6. Evaluation codes: updated. One (1) breathing circuit and one (1) breathing bag were returned. A visual inspection of the breathing bag confirmed that there was a hole near the connector of the bag confirming the customer complaint. The product was sent to a secondary site for additional evaluation and testing. Secondary evaluation: the product was visually inspected at a distance of 12 to 16 inches and normal conditions of illumination where a perforation was detected in the bag. A leak test was performed using a leak tester and the breathing bag did not pass the test confirming the complaint. The most probable root cause was due to improper handling of the product outside of the manufacturing facilities. A device history record (DHR) review showed there were no issues, nonconformance's reported during the manufacturing of the reported lot number. No corrective actions were taken.